Event description:
A report was received that a patient will be explanted. No further details are available at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(4) description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information indicated that the patient chose to be explanted as she was not using the device anymore. Device was working properly. The patient is reportedly doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a patient will be explanted. No further details are available at this time.